Manufacturer narrative:
12/17/96 - supplement report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The disposable loading unit was used with disposable stapler during an oopherectomy procedure. Reportedly, bleeding was observed from the staple line. The surgeon cauterized the site and applied another device to complete the procedure. The hospital has reported that no pt injury occurred.